Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure (c-34/c-54 errors) was confirmed and reproduced on connected to system. A visual inspection showed that the unit has no significant scratches or dents. The front bezel is in decent condition. The unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the bipolar energy was not working when the surgeon would activate it. Instead, the integrated electrosurgical unit displayed an error c-34. The technical service engineer (tse) confirmed the reported error in the system logs along with error c-54. The customer had already attempted to resolve the issue with an instrument and energy cord replacement as well as power cycle, but the issue persisted. The tse guided the customer through a hard power cycle, then an error c-00 appeared upon power up. The tse confirmed with the customer that they possessed a force triad generator and walked them through connecting it to continue the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a defective generator due to low voltage issues on the generator indicated by system faults such as c-34, c-54 and 25920.